Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, while stapling the colon, the surgeon was able to press the green button, but the stapler was able to staple only one load, in the second, it did not fire, it was necessary to change the stapler, the exchange was made and the next stapler only stapled a load too. It was necessary to change the stapler twice to use 4 reloads. A third stapler was opened to complete the surgery. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a film evaluation of one device. A visual inspection of the returned film noted the green button could be pressed, but the instrument did not cycle when attempting to fire. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances such as firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.